Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had pump error that trace pointers are invalid. Customer was unable to clear that error. No harm was reported. The device will be return for further analysis.

Manufacturer narrative:
No pump error 68 or missing segments/partial displays, white displays, flashing displays, gray/faded displays, or unexpected display anomalies were noted during testing. During motor loading, the motor stopped short of the position it was supposed to. After further review, there is corrosion and mold in/around the battery connectors, and on the back of the lcd screen. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the motor anomaly.